Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it is difficult to administer a bolus from the insulin pump. The customer's blood glucose reading was above 600 mg/dl. Troubleshooting found that the pump also is requesting a time and date set up. Customer indicated that they would treat their high blood glucose with a pen. Customer indicated that she would call back with more information. No further details provided.